Event description:
It was reported that following a novasure procedure for endometrial ablation in (B)(6) 2011, a pt developed pain and was diagnosed as having "a collection of 12 months worth of blood in uterus." On (B)(6) 2012, her physician reported treatment included a hysterectomy (exact date unknown) and found "the cervix to be plugged." He reported "a large amount of blood had collected there". Additionally, he reported the pt "is presently doing fine."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).